Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type extension was opened and with minimal pull, the tubing was separated. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, forty-six (46) companion samples were received for evaluation. Forty-two unopened and 4 opened companion samples were returned for evaluation. Visual inspection of all the unopened samples did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed on all the unopened samples with no issues noted. Visual inspection on the 4 opened companion samples was performed and separation between the tubing and male luer was noted. Dimensional testing to the tubing and male luers was performed with no issues noted. The reported condition was not verified for the 42 unopened samples. In the 4 opened samples, the separation observed was provoked by extra force applied by the clinician and therefore the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.